Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. The software edition for this device is categorized as colleague p1.5(6.13.92). No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation by baxter quality engineering. No assignable cause was identified and therefore no repairs were made to this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through mdq-CAPA (B)(4).